Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Post-procedural imagery was provided and confirms the complaint. The provided device-related photos were reviewed, and the following was observed: delivery system balloon observed to be outside of sheath tip, with a fully circumferential radial balloon burst, bunching of distal balloon portion, and bunching of the distal sheath liner (figure 1), with liner delamination also visible. Calcification of patient landing zone. Calcification and tortuosity of carotid. 3mensio was also provided and shows a region of the right carotid that is undersized (minimum luminal diameter for 14f esheath+ is greater than or equal to 5.5mm) and a region of the left carotid as it enters the aortic arch that has calcification. It is unknown if either of these patient factors could have contributed to the event. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed empirically. Available information suggests procedural factors (withdrawal of altered balloon profile, device manipulation) likely contributed to the event as it was reported that "the 23mm commander delivery system balloon ruptured during inflation". Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. The operator may apply manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07020. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by carotid approach, the 23mm commander delivery system balloon ruptured during inflation at 16 ml. The probable cause for the rupture was severe calcium. The sheath and delivery were removed simultaneously because the balloon would not withdraw back to the sheath. The 23mm sapien 3 ultra resilia valve was deployed in the right location and did not migrate but needed to be post-dilated to ensure a good seal. Hence, a second 14fr esheath was placed and a 23mm true balloon was used to post-dilate. The provided device-related photos were reviewed, and the following was observed: delivery system balloon observed to be outside of sheath tip, with a fully circumferential radial balloon burst, bunching of distal balloon portion, and bunching of the distal sheath liner, with liner delamination also visible.